Event description:
Customer's mother reports back to back testing on the same meter while using the aviva sys with results of 427 mg/dl and 139mg/dl. L1 qual control was run and in range. No adverse event reported. A request was made for return of the suspect prod and a replacement was sent.